Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a 2420-0007 sample was not available for investigation of this feedback; however the customer indicates that a separation was identified at a tubing joint prior to priming. Further information regarding the exact location was not available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20056176 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2420-0007 set in the past 12 months. Rationale: no product was returned for investigation and the root cause of the complaint was not determined, therefore there is no new product information on which to base a sa or CAPA.

Event description:
It was reported that the as lvp 20d 2ss cv experienced defective/damaged tubing. The following information was provided by the initial reporter: line snapped in half when trying to prime and load into the alaris lvp.